Event description:
The customer indicated that a pt underwent a total hip replacement procedure and two to three hours following the procedure, redness developed at the location the grounding pad had been placed. The redness progressed into an injury that eventually required plastic surgery.